Event description:
It was reported that a pump does not recognize a closed door. There was no patient injury.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received the device. The pump was dropped during testing. This prevents conclusive determination for the cause of the reported symptom due to the alteration of the as-received condition. The testing that was performed was able to confirm a loose upper link screw which can cause the pump to not recognize a closed door.